Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H3: a medtronic representative went to the site to perform a system checkout. The camera cart (B)(4) stealth s8 basic was returned for analysis. Analysis found no fault with the device. The surgent cart (B)(4) stealth s8 premium was returned for analysis. Analysis found distorted or poor image quality. The cart had a bad dp to dp mini cable. When the cable was manipulated the symptoms would appear or disappear when the cable was moved. The cable was replaced with a known good cable and the system displayed image as expected for over 19 hours. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a clinical specialist (cs) regarding a navigation device being used outside of a procedure. It was reported that the camera cart monitor on the system would display "no source signal" after about 5 minutes of use. The camera cart was rebooted to resolve, but it occurred again. The system was taken out of service until the issue could be resolved. Additional information was received on 2019-01-24 from the cs. The cs reported that all the cables were seated, but the system was still going to no source signal in the launched software application after about 10 minutes. The cs replaced the computer, but the issue reoccurred after 15 minutes. There was no patient involvement.